Manufacturer narrative:
Medical device problem code: (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, the clip was able to close and lock onto tissue; however, the clip was unable to release from the catheter to deploy. It was reported that the technician opened and closed her hand that was holding the handle multiple times but they could still not get the clip to release. They had to physically pulled the clip handle apart to grasp the wire and wiggle it to get the clip to release from the catheter. The procedure was completed at this time. Note: the photos submitted by the customer shows the device outside the patient. It could be observed that the handle was broken and the spool was disassembled. There were no patient complications reported as a result of this event.